Event description:
Add'l cat #:5710p024. On 9/16/92 pt admitted for insertion of penile implant. 9/19/92, pt demonstrated ability to pull down the scrotal pumps. Jp drain was removed & pt discharged. 3/1/95, pt admitted for treatment of a dysfunctional penile implant as x-rays revealed leakage of fluid leaving a minimal amount of fluid in the reservoir. Penile implant was removed & new penile implant was replaced including the reservoir, cylinders, & accessory kit. (False capture around the reservoir was identified as a possible problem.